Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. A physical inspection on the device found that the teflon pad was separated and missing a portion from the jaw exposing metal. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissue. Otherwise, various forms of damage in the probe tip and/ or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/ or falling inside the body cavity, and/ or partial separating may occur." Please cross reference MFR number; 2951238-2015-00537.

Event description:
Olympus was informed that during an unspecified gynecological procedure, the device was displaying an error message the intended procedure was completed with another device. There was no patient injury reported. Olympus followed up with the user facility via telephone and in writing to obtain additional information but with no results. This is two of two reports.